Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. A siemens healthcare diagnostics field service engineer was dispatched to the site to investigate the issue. The investigation is ongoing.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. The result was questioned within the laboratory, repeated, and a negative result was obtained. It is unknown if patient treatment was altered as a result of the falsely elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.